Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir inspected reservoir, snap-cap, and septum for anomalies, none were found. Performed occlusion test per specifications as follows, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a new insulin pump, performed a manual prime. Fluid flowed through infusion set and out catheter tip. Reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin was not flowing from the reservoir to the tubing, the insulin pump alarmed a no delivery alarm. Customer tried with two infusion sets, the second set worked. Customer's blood glucose was 156 mg/dl. Customer tried the reservoir with the first set of infusion set, there was no delivery. Customer tried a second reservoir with the second set of infusion set, there was delivery. Customer reported the alarm was resolved by an infusion set change. Customer was advised that the reservoir and infusion set will be replaced. Customer agreed to return the reservoir and infusion set for analysis.